Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-23667. The pt reported she never received effective stimulation from her scs system. The pt stated the stimulation caused more pain and she is no longer using the system. In addition, the pt reported she needs an MRI performed and desires to have her system removed. The sjm rep will consult with the pt as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.